Event description:
On (B)(6) 2014, the reporter contacted animas, alleging short battery life occuring over the course of several batteries. The reporter confirmed that there were multiple battery alarms in the pump history during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment is intact. Evidence of a partially discharged battery being installed observed in black box on (B)(6) 2014. Current draws are within specifications. A "battery life" issue was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.